Event description:
Pt alleges there was fluid in the cycler while re-setting up in treatment. Her effluent remains clear and no medical intervention was required. Sample is available but has not yet been returned to the manufacturer.

Manufacturer narrative:
The device is reported to be in transit to the manufacturer for evaluation. A supplemental report will be submitted upon completion.